Event description:
Additional information received on 5/15/2024 for report mw5153803 regarding MFR.

Event description:
We recently received feedback from a patient who purchased an oxygen concentrator on the amazon platform. The product link is https://www.amazon.com/dp/b0c8nbhrd8. After using it for a week, the patient experienced severe allergic reactions and noticed a strong plastic odor from the product. Upon further investigation, we discovered that the packaging of this oxygen concentrator did not include any relevant compliance certificates. Given the aforementioned circumstances, we believe there are serious compliance issues with the sale of this oxygen concentrator on the amazon platform. This not only compromises the rights and well-being of consumers but also poses potential threats to public health. Therefore, we kindly request the FDA to promptly intervene and investigate the matter, urging amazon to rigorously review its products to ensure compliance with relevant regulations for all items listed. Furthermore, we hope that the FDA can assist the patient in communicating with the amazon platform to obtain the appropriate compensation. After all, as consumers, they should receive adequate protection and respect when purchasing products.